Manufacturer narrative:
This report is submitted on november 01, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). The patient was subsequently treated with antibiotics (specific date, type and duration not reported), to have the site cleaned, however, the issue did not resolve. The patient then underwent a surgical procedure to clean the wound (specific date not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted (specific date not reported) and the patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.